Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The pusher wire only was returned for analysis. Visual inspection of the device found that the pusher wire was extensively kinked and damaged, and there was no main coil attached to the pusher wire. Microscopic examination showed that there were obvious signs of normal detachment using electrolysis at the distal end of the pusher wire and the pusher wire was broken inside the laminated section of tetrafluoroethylene (tfe). Based on the investigation results and the information provided, the most likely that the main coil did not fully detach during the attempted detachment in the aneurysm. However, as the physician was removing the coil, the coil detached inside the microcatheter. The reported coil breakage was not confirmed by the product analysis. Boston scientific has reviewed all information and determined this event no longer meets the requirements of a reportable event for the device in question.

Event description:
Following successful implantation of two coils in the internal carotid artery (ica) aneurysm, the third coil failed to detach and was pulled out with the delivery wire. The physician attempted to reinsert the coil but was unsuccessful. Upon withdrawal a part of the coil broke and was left inside the microcatheter. The microcatheter and the broken part of the coil were withdrawn as one unit. The procedure was completed using another coil. There was no reported clinical consequence to the patient who was reportedly in a stable condition.

Event description:
Following successful implantation of two coils in the internal carotid artery (ica) aneurysm, the third coil failed to detach and was pulled out with the delivery wire. The physician attempted to reinsert the coil but was unsuccessful. Upon withdrawal, a part of the coil broke and was left inside the microcatheter. The microcatheter and the broken part of the coil were withdrawn as one unit. The procedure was completed using another coil. There was no reported clinical consequence to the patient who was reportedly in a stable condition.